Manufacturer narrative:
Device sample is not available for investigation. DHR investigation did not show any issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: complaint alleges: during orthopedic surgery, stapler blocked. Another stapler was used without issue. No pt injury reported. Pt doing fine.